Manufacturer narrative:
The investigation was completed on 31-may-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31534445l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with qdot micro catheter and an irrigation issue during use on the patient occurred. When coming on ablation, a temperature spike was displayed on the ngen monitor when ablating at about 19-20 watts of power max. The catheter was flushed and it was noticed that the clasp that connects the flush line to the catheter had become disconnected. The caller stated that the physician confirmed that he did not unscrew the clasp. The irrigation tubing was reconnected to the catheter and the saline was dripping very slowly from the catheter tip. The caller stated that when the flush line was unscrewed from the catheter, a large amount of water seemed stuck at the connection. The catheter was replaced and the issue was resolved. The procedure continued with no further issues. No patient consequence was reported. The ngen system was used for ablation. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The high temperature issue was assessed as non MDR reportable. No indication that the user-defined cut-off was exceeded. Therefore, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, was remote. The irrigation issue during use on the patient issue was assessed as MDR reportable.